Event description:
In 2008, the patient reported that he continues to experience elevated blood glucose and stated that his infusion sites are not sticking well. His most recent blood glucose reading was 338 mg/dl. He stated that when he woke up he had a blood glucose reading of "5 something" and another blood glucose reading of "hi" on his blood glucose monitor. He stated that he felt "loopy" and lethargic. He stated that he is visually impaired and his wife was not available to assist him with troubleshooting. She had given him an insulin injection earlier that lowered his blood glucose. He stated that he normally boluses through his infusion device to lower his blood glucose. He reported that he does have scar tissue and bumps on his abdomen. The patient was advised to consult with his physician regarding elevated blood glucose. A request for additional face-to-face training was submitted. Upon follow up on the following month, the patient stated that he went to the hospital on original date, due to elevated blood glucose (490 mg/dl). He stated that he left before he saw a doctor and his blood glucose measured 270 mg/dl. His blood glucose lowered to 130 mg/dl later in the evening. A company representative visited the patient on the following month and stated that the patient's blood glucose elevated to 450 mg/dl because his infusion site had become disconnected from his body in the night. He injected insulin of an undetermined amount (he stated that he guesses because he is blind) and changed his infusion site. His blood glucose measured 255 mg/dl at the time of the visit. The patient still had his previous infusion site in place and when it was examined by the company representative, it was found that the cannula had not penetrated the patient's skin. He was given an insertion device to assist with insertion of infusion sets. He stated that he boluses 2 hours after meals resulting in correction boluses instead of bolusing before meals and carb-counting. By 4 pm, the patient's blood glucose had decreased to 120 mg/dl. The patient was advised to continue to consult with the clinician and his physician for training and medical needs. No product will be returned for evaluation.